Event description:
The lay user/patient called lifescan (lfs) in 2008, and alleged that her one touch ultra meter was giving her inaccurate high results. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain additional info. The pt mentioned of receiving higher blood glucose readings on the reported lfs meter, on the event date, at around 10:00 am. She normally tests her blood sugar at least four times per day and takes unk insulin to manage her diabetes. She had received a reading of 321 mg/dl the following day, at around 10:30 pm. It is unk if the pt had taken insulin that night based on the meter reading. She reported of feeling shaky, weak and seeing purple nine months later, at around 3:00 am. She mentioned that she thought that her blood sugar is lower at that time and she drank some orange juice to raise their blood sugar. She denied receiving medical attention or testing on another device at the time of concern. It would have been helpful to know the pt's diabetes care regimen, did she have any changes in her diabetes medication regimen or diet due to the reported issue, how much medication did she administer prior to developing symptoms, etc. The customer service agent (csa) verified that the pt is using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was drawn from an approved source, and the unit of measurement was set correctly. The pt did not have test strips available at the time of call to perform control solution test. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of receiving inaccurate high blood sugar readings on the reported lfs meter and later, developed shakiness and weakness, symptoms, which can be associated with severe hypoglycemia. It is unk if the pt had administered insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.